Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed motor error during basic occlusion test due to a faulty force sensor. Unable to perform further testing due to the prime anomaly.

Event description:
The customer stated that she had a high blood glucose reading and the reading was 426 mg/dl. Performed troubleshooting and the insulin pump passed the prime test. However the insulin pump failed the high pressure test. The customer also stated that she received a motor error alarm.